Manufacturer narrative:
Device was returned for analysis. The device was returned within a dispenser hoop. A visual examination revealed a break in the shaft at 45cm from the hub. The braid was exposed 45cm from the hub up to 64cm from the hub. The hub was found intact. The catheter shaft was removed from the hoop with no resistance and inspected and no other defects were noted. The tip was inspected and no defects were noted. A coating confirmation test was performed and revealed that the presence of coating and coating damage was evident along the coated length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2014. It was reported that the microcatheter became stuck in the dispenser coil. A 150cm renegade¿ hi-flo¿ fathom¿ system was selected for an embolization procedure. During preparation, the microcatheter was unable to be removed from the round plastic shell. It was noted that the microcatheter was stuck inside the plastic loop even though flushing was performed. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed a broken shaft located 45cm from the hub.